Manufacturer narrative:
From the device history record, lot#20191129-23-sh was manufactured on 28th nov 2019. No exception was recorded in the device history record that could lead to the reported incident. Based on supplier investigation, device history record review did not indicate any exception that could lead to the reported incident. The average linting data is 0.155 g / 10 pieces. There were 146 occurrences reported in the past 12 months. No sample returned for investigation. According to supplier, or towel is made of cotton, so cotton fiber is born. Supplier is continuously working with cardinal health to better control the linting and have implemented several measures to improve it: suctions machines have been installed in grey cloth rolling process, dyeing process and cutting process. The suction process was added before product's final folding, and workers do it according to standard operation procedure requirement. Linting test method and acceptable criteria was stipulated to see the suction results. (=0.38 g/10 pieces). In the folding process, supplier used one cloth pad under 100 pieces semi-finished products to avoid linting stuck onto the products during product's transfer. From the investigation, no abnormal situation happened in production. Therefore, the root cause could not be determined. The complaint information was informed to the relevant sectors for their awareness. There is no action taken at this time, but supplier will continue to monitor the trend of this type of incident.

Event description:
Customer reported that during an open heart procedure, lint from the or towels pwtb04-stm from the heart pack scv73ohdsd was found on the instruments, gloves, and on the arms of teammates that used the towels to dry gloved hands. There was no delay in procedure and no injury. No patient demographics were provided upon request.